Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the keyboard support lens to be cracked. The device?s event history log was reviewed for evidence of reported problem, found syringe plunger not in place, error in the log. To conduct functional testing the device had a syringe test and plunger sensor test performed. Upon testing, syringe plunger not in place. Error was duplicated and the device failed the syringe plunger sensor test. It was determined the q1 that was broken off the plunger board was the root cause of the error. The plunger board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an error message. No patient injury reported.